Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 mesh and bard pelvisoft acellular collagen biomesh were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat uterine prolapse, a cystocele, a rectocele and stress urinary incontinence. The patient underwent the concurrent procedures of anterior/posterior repair, uterosacral ligament placation, sacrospinous ligament fixation, and cystoscopy during mesh implantation. No additional information was provided.